Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the insulin pump alarmed failed battery test and unexpected restart after they changed the battery. In the alarm history, unexpected restart, weak battery, battery out limit, and failed battery test alarms were found. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, weak battery, battery out limit or failed battery test alarms noted. The insulin pump passed a21 test. No unexpected a21 error alarm or a21 error alarm after battery change noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.